Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2005; 511211 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the cardiac resynchronization therapy defibrillator (crt-d) "did not work very well" prior to the patient's death.